Manufacturer narrative:
(B)(4). Batch # n55c84. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information: the device was saved with a note that ¿the jaws would not open after firing.¿ it is unknown what firing the issue occurred, the reload code, how the jaws were opened or how the device was removed. The customer uses both ecr and gst reloads. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We are seeking clarification on the issue that occurred with the ec60a. Are you able to confirm if the device was locked on tissue with the jaws closed? If yes, how was the device removed from the tissue? Did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic abdominal colon resection procedure, ¿the jaws would not open after firing.¿ another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55c84. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60g cartridge reload present. The cartridge was received unfired. When the firing trigger was activated there was resistance felt when firing the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled inside of the shaft. This is consistent with applying a high force to the firing trigger on a locked device. No functional test was performed due the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.